Event description:
Reporter indicated that the patient was not at the intended settings. It was found by a manufacturer representative that there was an interrupted system diagnostics test in 2008, resulting in a "fault" and the doctor did not do a final interrogation to make sure the patient was at the intended settings after the interrupted system test.

Manufacturer narrative:
Programming history was analyzed by manufacturer representative.